Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction, and the device was not in patient use. During evaluation at the manufacturer's service center, an err_dsp_motor_failure ventilator inoperative error code was identified in the device event log. This error requires replacement of the device's blower motor. Additionally, because replacement of the device's flow path was required, the blower motor was also replaced as part of the remediation process. The device's missing feet and cord retainer were replaced. Due to damage, the faa label and handle were also replaced. Following component replacement, the device initially failed internal battery capacity testing because the battery charge capacity was below the acceptable low limit. The battery was charged to an acceptable level, and the device subsequently passed all required functional testing. The manufacturer concluded that the err_dsp_motor_failure event log entry was identified during routine preventive maintenance and not during patient use. No patient involvement, harm, or injury was reported.

Manufacturer narrative:
The reported failure of the device's motor causing an inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.